Event description:
It was reported that an implant at tooth site # 46 was removed due to a fracture at the implant collar. Procedure not completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age at time of the event unknown / not provided. G4: premarket identification k011028/k013227.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) tsvwb10, (impl tapered scr-v sbm 4. 7mm 4.5mm 10mm) for evaluation. Visual inspection was performed. Returned implant shows signs of wear/use. Bone debris observed on its external threads. Fracture identified at the collar. DHR review was completed for the subject lot number 1233624. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1233624 for similar events, and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.